Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("during an essure reversal, physician removed the essure coils") and uterine rupture ("uterine rupture after essure removal") in an adult female patient who had essure inserted. Product or product use issues identified: maternal exposure before pregnancy ("maternal exposure before pregnancy (pregnancy after essure removal)"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine rupture (seriousness criterion medically important) and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with erythrocytes (red blood cells) as well as surgery (essure removal) and non-drug therapy (blood transfusion). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and uterine rupture to be related to essure administration. The reporter commented: after 12 hours of painful contractions, she experienced gradually increasing abdominal pain at 36 weeks gestation. She underwent cesarean delivery and was diagnosed with a uterine rupture. The patient required blood transfusion; however, neither mom nor baby experienced a significant complication. This patient had a second pregnancy and had cesarean delivery without complication. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: narrative updated, treatment added. Case (B)(6) were identified as duplicates of this case. All information has been transmitted, no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('during an essure reversal, physician removed the essure coils') and uterine rupture ('uterine rupture after essure removal') in an adult female patient who had essure inserted. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy (pregnancy after essure removal)". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (essure removal) and blood transfusion. Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('during an essure reversal, physician removed the essure coils') and uterine rupture ('uterine rupture after essure removal') in an adult female patient who had essure inserted. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy (pregnancy after essure removal)". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (essure removal) and blood transfusion. Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.